Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alerts were confirmed through the retrieved log file. However, a specific cause for the reported events could not be conclusively determined, and a direct correlation between the reported events and the centrimag pump could not be conclusively established through this evaluation. Log files were retrieved from the returned console, and recent/relevant data was reviewed. The log file review confirmed intermittent f2 flow signal interrupted and f3 flow below minimum alerts. Approximately 10 hours after the system was started on the relevant day of data, a system shutdown was captured. Several intermittent m2 motor disconnected alarms and f3 alerts were captured, along with intermittent s3 system alerts and additional system shutdowns/restarts. Refer to the motor evaluation regarding the m2 alarms and s3 alerts. There were no other notable findings in the relevant log file data. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time, and the centrimag pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) (rev. C) is currently available. The IFU lists death as an adverse event that may be associated with the centrimag circulatory support system under ¿adverse events.¿ the IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The centrimag operating manual (rev. E) is currently available. Section 12.1 entitled "appendix I ¿ console alarms and alerts" in this IFU contains a list of console alarms and alerts, including the m2 motor disconnected, s3 system alert, f2 flow signal interrupted, and f3 flow below minimum alerts/alarms, as well as appropriate operator response to these events. The current revisions of the IFU and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was confirmed that the patient passed away on (B)(6) 2025, and they had multiple comorbidities.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were unable to be confirmed as no log files were available. A specific cause for the reported events could not be conclusively determined, and a direct correlation between the reported events and the centrimag pump could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time, and the centrimag pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) (rev. C) is currently available. The IFU lists death as an adverse event that may be associated with the centrimag circulatory support system under ¿adverse events.¿ the IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The centrimag operating manual (rev. E) is currently available. Section 12.1 entitled "appendix I ¿ console alarms and alerts" in this IFU contains a list of console alarms and alerts, including the f2 and f3 flow alerts, as well as appropriate operator response to these events. The current revisions of the IFU and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on centrimag (cmag) mechanical circulatory support when the console stopped working. The customer swapped out the cmag console, motor, and monitor for a new set and the customer was placed back on support. It was communicated on (B)(6)2025 that the patient passed away. It was possible that the device issue impacted the patient.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.